Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, mixed incontinence, burning with urination, pain, urinary retention, significant frequency and urgency, multiple urinary tract infections, dysuria, rectocele, cystocele and bladder spasms. A mesh revision and placement of supris suprapubic mesh were performed.